Event description:
It was reported that the patient's pump died prior to the elective replacement indicator because of the high settings it ran at. At that time, the patient instantly went into severe withdrawals, during which, she couldn't sleep, couldn't sit still, would cry, and would feel like she's "going to go insane". The patient needed to wait through a week and a half of withdrawal before being able to get her pump replaced. The drug used in this system was unknown, but the patient was using fentanyl at some point.

Manufacturer narrative:
(B)(4).